Manufacturer narrative:
Analysis found the unit with moisture damage to the keypad traces. There was no button error alarm noted. However, all buttons functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 299 mg/dl at the time of incident. The customer stated the numbers are not ramping and the scroll bar did not move without input from user. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.